Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that customer experienced hypoglycemia. Customer's blood glucose value was 2.2 mmol/l. The customer was treated with glucogel and coke. It was unknown that auto mode feature was active or not at the time of event. The device will be returned device for analysis.